Event description:
A customer reported that the valved trocars were leaking. The procedure was completed without any patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted. According to the DHR reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product released met the manufacturer's acceptance criteria. Four lots were reprocessed for anomalies that did not contribute to the customer complaint. No further anomalies were identified. A complaint history examination indicates this is the thirteenth complaint for leaking received against the components of the reported final lot. Three opened (B)(4) gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected using 15x - 20x magnification and two samples were found to be conforming. The third sample was found to have a damaged septum. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).